Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation: the device was returned to the factory for eval. The device show signs of clinical usage and slight evidence of blood. The delivery devices were returned inside of the loading devices. The seals were inside the body of the loader and remained anchored to the tension spring assembly. The safety lock was not released and the actuator was not depressed. Based on the received condition of the device, the complaint was confirmed for "failure to load". An in-service training from a maquet rep has been offered to the hospital. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, four heartstring iii seals did not load properly. The hospital did not report any pt effects. Refer to MFR report #s 2242352-2012-00747, 2242352-2013-01143 and 2242352-2013-01145 for the related reports.